Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose of 560 mg/dl. The customer mentioned having a cold. The customer stated that the cannula was bent and have caused his glucose level to elevate. The customer declined to troubleshoot and stated that he knows the insulin pump has nothing to do with the event. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.